Event description:
It was reported when the device was used during a left colon resection procedure, there were no staples present after the device was fired. Pt rec'd a hartmann's pouch and a temporary colostomy. The or time was extended by 2 hours.